Event description:
It was reported via 9/30/1998 receipt of user facility medwatch report #118004-1998-47 that a pt intubated with a shiley disposable cannula tracheostomy tube (size, model unk) experienced respiratory distress and required intervention when the device reportedly "kinked at upper portion". Limited info has been provided to the MFR regarding the pt, including medical condition(s), subsequent treatments and diagnosis, the identity and availabiliy of the device, length of time that the device was un use and any relevant info regarding the reported incident. It is unk as to why this report was provided four (4) months after the event or if the info referenced on the user facility report is current.